Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent did not fully expand post deployment. The target lesion was located in the iliac vein. A 14x40/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, after deployment, the stent head was found not fully opened or the proximal end was still closed. The physician deployed a non-bsc stent to support the original one and the procedure was completed. No patient complications were reported and the patient's status was stable.